Event description:
The customer reported an unspecified "report error". Further information was provided that the ready-for-use indicator (rfu) was not working. There was no reported patient involvement.